Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for patient identification: sids (B)(6). Initial reporter name and address: phone complete entry: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect hiv ag/ab results generated for multiple patient samples. The following data was provided: sample ID (B)(6), initial result: 1105.070 s/co. Sample ID (B)(6), initial result: 1.21 s/co, repeat: 1.34 s/co, 0.16 s/co. Sample ID (B)(6), initial result: 1.25 s/co, repeat: 1.21 s/co, 0.15 s/co. Sample ID (B)(6), initial result: 1.21 s/co, repeat: 0.18 s/co. No impact to patient management was reported.

Manufacturer narrative:
Additional information in sections d4 - serial no, and h4 - device mfg date. The field service representative (fsr) inspected the architect i1000sr, serial number (B)(6) and performed a probe replacement/calibration, buffer line, sample tip and washer decontamination. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no contributing factors in the month prior to the complaint identified in-regards to the system. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed, found to be adequate, and sufficiently addresses the customer¿s issue. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(6) , was identified.